Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed three opening on anterior side assessed as surgical damage. Additional observations: ¿ observed creases on the device. ¿ yellow particles observed inside the device. ¿ observed wear abrasion on the device. ¿ observed non penetrating nicks. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted and replaced.